Manufacturer narrative:
This is one event of two events reported for the same pt involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden cardiac event, on or about (B)(6) 2007, and a sudden cardiac event, on or about (B)(6) 2007, following the use of the product in separate dialysis treatments. The plaintiff's attorney also alleged that the decedent subsequently expired after the use of the product.